Event description:
Caller reports the following discrepant results during a correlation study: pt 1 tested 5.1 inr on the coaguchek system and 3.5 inr on a comparison lab. Patient 2 tested 3.5 on the coaguchek system and 2.4 inr/2.5 inr on comparsion labs. No action was taken based on device result. No adverse event reported. Requested return of suspect system, however caller states strips are unavailable for return.